Manufacturer narrative:
Field service engineer (fse) found camera was not working properly due to this iris opening too far giving an image that was too dark and grainy. Fse replaced and calibrated the camera per service manual and verified operation per service checklist. Unit passed checkout procedures and was returned to full service by customer.

Event description:
(B)(4): customer reports they lost fluoro during a procedure, but would not provide pt or procedural info other than to say no reported injury.